Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet initiated a rewind after an alarm indicating the infusion set was expired with a reported blood glucose of 230 mg/dl, and the customer selected the change option, after which approximately 50 units of insulin remained in the cartridge and insulin delivery paused until a full supply change was completed. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included resumption of insulin delivery following troubleshooting and education on correct supply change steps, with no injury or hospitalization. Investigation included customer care agent review of device logs and guided troubleshooting. Investigation of this case revealed that alarm 79 and user selection to change the infusion set triggered a system-initiated rewind consistent with expected device behavior, and delivery resumed after completing the supply change. It was concluded, based on previously established findings for similar reports, that the cause was user interaction during an infusion set expiration alarm leading to an appropriate device-initiated rewind, mitigated by completing the supply change and education on correct steps.